Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent undersensing as well as far field oversensing was noted on stored electrograms. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.